Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a crack on the bd intima-ii¿ closed IV catheter system, which led to leakage. There was no injury to the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 21:00 on (B)(6) 2021, the duty nurse was giving intravenous fluids to the patient when she noticed fluid leaking from the middle of the y-shaped column of the y-shaped closed indwelling needle. When the nurse examined the indwelling needle carefully, she found a crack on the y-shaped column from which the fluid was leaking. The duty nurse immediately removed the indwelling needle and re-indwelled the patient with a new closed indwelling needle to continue intravenous infusion."

Event description:
It was reported that there was a crack on the bd intima-ii¿ closed IV catheter system, which led to leakage. There was no injury to the patient. The following information was provided by the initial reporter, translated from chinese to english: "at 21:00 on (B)(6) 2021, the duty nurse was giving intravenous fluids to the patient when she noticed fluid leaking from the middle of the y-shaped column of the y-shaped closed indwelling needle. When the nurse examined the indwelling needle carefully, she found a crack on the y-shaped column from which the fluid was leaking. The duty nurse immediately removed the indwelling needle and re-indwelled the patient with a new closed indwelling needle to continue intravenous infusion."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1076040. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.